Event description:
(B)(6) / I have diabetes and I have been using the freestyle libre 3+ since (B)(6) 2025, before that I used the libre 2. Recently, within the last few months, I have had issues with the libre3+. Example: this morning the libre 3+ said that my blood glucose was at 86. I was suspect so I checked my blood on my true metrix glucose monitor and it said I was at 131. I waited 10 minutes (as abbott tells me to do) to see if the continuous glucose monitor would catch up. It didn't. In fact, it went down then up a few points and never went over 100. This has been happening for several months now. I contact abbott and they just apologize and send me another sensor instead of fixing the problem. On several occasions, the libre 3+ had given me the low glucose alarm, reporting that my glucose was under 70. I had no symptoms so I checked on my manual monitor and I was in the 200s. I never had a problem like this before I updated the app on my phone and I never had a problem like this when using the libre 2. This is going to put me in the hospital one day, so I decided to report it to you before that happens. I don't want to be in the hospital. If you have any questions, please contact me. Additional product details: there are many sensors that have given me the same problem.